Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. Surgical intervention may be undertaken in the future to address the issue.

Event description:
Patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.